Event description:
Report of this event received on 08/18/2008. Procedure - subclavian venogram and superior venogram, percutaneous transluminal angioplasty of subclavian vein and superior vena cava, repeat stenting of left subclavian vein, and pulmonary angiogram. During the procedure, further balloon dilatation was met with the rupture of the 10mm balloon. The balloon was partially avulsed, and a portion of the balloon could not be retrieved. The remainder of the balloon was withdrawn from the body using a gooseneck snare. Some of the material that made up the actual balloon itself had avulsed and could not be found.